Manufacturer narrative:
The user experienced hyperglycemia resulting in dka and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported administration of IV fluids and insulin. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data was not available for the reported event date due to the device being powered off from battery depletion; however, data from the days prior showed persistent hyperglycemia following a supply change despite insulin delivery, consistent with ineffective insulin delivery. The user also reported repeated cartridge leakage after dropping the device, which may have contributed to insufficient insulin delivery, although the exact cause of leakage could not be confirmed. Based on available information, the event was attributed to a suspected supply or fluid pathway issue rather than abnormal ilet device performance. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 29-sep-2025 it was reported that on (B)(6) 2025, the user experienced hyperglycemia with blood glucose reported as high as 350 mg/dl, resulting in hospitalization and diagnosis of diabetic ketoacidosis (dka). The user was treated with IV fluids and insulin and discharged on (B)(6) 2025. The user recovered and resumed ilet therapy.